Event description:
A malfunction alarm was reported, labeled as "malf 0." There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided the customer with instructions on resetting the pump, which resolved the issue with no recurrence of the malfunction code. The customer was advised to continue using the pump and to reach out if any issues persisted.